Manufacturer narrative:
The ventilator was evaluated by ventec where the reported issue an unexpected breath rate and excessively hard blowing was confirmed. Ventec replaced the external flow module (efm) to resolve the reported issues. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issues was the efm.

Manufacturer narrative:
The device has been received, however not yet been investigated. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that during patient use, the patient experienced the device's breath rate was not as expected and the device is blowing excessively hard. The patient was put on their back-up ventilator. There were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided.